Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the contrast button was under responsive. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/10/2015 device evaluation: the pump has been returned and evaluated by product analysis on 10/26/2015 with the following findings: on investigation, the alleged button tactile issue was not duplicated. The pump powered up to the display screen with auditory and vibratory features. All the buttons responded properly. The keypad cover was intact and removal of the keypad cover did not find any contamination under the button contacts. Unrelated to the complaint, the display was found to be dim with discolored text and a battery compartment crack was found along the side of the compartment.